Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of insulin during the load sequence. A new cartridge was loaded in an attempt to resolve the issue, however, a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was over 300 mg/dl.